Event description:
It was reported that the knob of the external pulse generator (epg) was pushed into the unit and the epg had a missing cap. The epg was returned for repair. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the knob of the external pulse generator (epg) was pushed into the unit and the epg had a missing cap. It was also determined at analysis that the epg failed multiple atrial incoming functional tests. The output connector assembly was broken. The hanger assembly was broken. The capacitor c277 was damaged on the main printed circuit board (pcb). The main pcb, the encoder assembly and one knob were contaminated. Main world label was damaged, and the liquid crystal display and display frame were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.